Event description:
Ongoing issues with cleaning this device. (The device is difficult to clean according to the IFU as it is hand-wash only and cannot be submersed. ) we reported our cleaning concern to depuy in [date redacted]. Concern was raised that when reprocessing the device, blood would come out of the seams that were not sealed. Spd staff would use air to blow out what they could but were concerned about the efficacy of the cleaning in light of this. The depuy rep attended our [date redacted] spd meeting and promised action. Now more and more physicians are starting to use this device, and when it needs to be turned over quickly, it's becoming a huge burden and concern for the staff because it¿s not a quick device to clean. Dupuy again attended our spd meeting on [date redacted], and we relayed ongoing issues with cleaning this. Cleantrace (atp testing) is not part of the IFU. It¿s something we did because we knew they were hard to clean and were curious. Since then, we¿ve implemented atp testing after cleaning so we know it¿s clean before sterilizing.